Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction with a rash extending past the patch area. A rash started to appear on her fingers and chin. She removed the sensor after several days but the rash continued to spread between her fingers, up the neck and face, and a little in two places on her right leg. She consulted a physician and had a week of patch tests. The physician told her she had an ¿allergy (which) is internal which is why rash is spreading to other parts of body.¿ he strongly suggested that the patient not wear sensors any more. She stated that he tested for allergies to various adhesive ingredients and they all came back negative. She left the sensors off to allow healing. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.